Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, due to pelvic prolapse with mild stress incontinence and significant rotational descent of the bladder. It was reported that the patient underwent a pessary ring implant for prolapsed bladder in 2010. It was reported that following insertion the patient experienced bladder prolapse, urinary incontinence , pain and discomfort. (B)(6). The alert date of this file has been reviewed and updated based on FDA cdrh¿s communication and realignment on the definition of aware date when reviewing medical records for litigation complaints. The aware date is when ethicon has reviewed the medical records and either determined that an event is MDR reportable or has identified additional or corrected information related to a previously submitted MDR.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04366. The same patient is represented in each medwatch.